Event description:
It was reported that the pt turned off the stimulator with the magnet. Pt later felt a shock as if the stimulator had turned back on. Pt turned off the device again, using the magnet. The next morning, the programmer and charger would not communicate with the ipg. The sales rep met with pt and verified that multiple chargers and programmers could not communicate with the ipg. An x-ray showed that the ipg was not flipped or turned. The ipg was explanted.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.